Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the surgeon stated that during an orthopedic procedure he experienced problems with the sliding of the trochanteric femoral nailing advanced system (tfna) blade or screw when using the static locking mechanism with the unknown torque limiting device. Moreover, the surgeon added that he had a series of cases to compare. It was unknown if there were surgical delay and patient consequence reported. Concomitant device reported: unknown torque limiting device (part # unknown, lot # unknown, quantity# 1). This complaint involves (2) devices. This (B)(4) captures the intra op event that surgeon experienced problems with the sliding of tfna blade/screw while (B)(4) captures the post of incident where in the surgeon seen a sliding of the helical blade after it has statically locked ( the collapse of the blade has been seen in post-op radiographs. This report is for one (1) unk - nail head elements: tfna helical blade. This report is 1 of 2 for (B)(4).

Event description:
Update: the surgeon has not specified any plan to remove the blades that have slid.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.